Event description:
Patient was in for a dialysis treatment. Staff responded to an alarm from the patient's machine. The alarm is a venous pressure alarm. Staff visually inspected the dialysis access and noted the blood lines were connected. The patient had her arms crossed over her upper chest and staff asked her to lower her arms which she did. This patient has caused a venous pressure alarm before with the cause being her arms being crossed at her chest, placing pressure on the catheter. The patient was covered with a blanket noted to be below the level of the catheter. Five minutes later, staff responded to an alarm from the patient's machine. The alarm is a venous pressure alarm. Staff ask patient to take her arm down from her chest as it is once again lying high on her chest. The patient's blankets are now pulled up under the patient's chin and is covering the dialysis access. The patient does not respond and staff discover that she is unresponsive. At this time staff notices a large pool of blood under the dialysis chair. The blanket is pulled away and staff discover that the venous line has become disconnected. Staff respond and patient was transported by ambulance with CPR being performed. Dates of use: 2008 for 50 minutes. Diagnosis or reason for use: dialysis treatment.